Manufacturer narrative:
This report is submitted on july 15, 2019.

Event description:
Per the clinic, the device was explanted (B)(6) 2019, because of an infection. The patient was not reimplanted with a new device.

Manufacturer narrative:
The device was electively explanted due to an infection. The device passed all electrical tests confirming correct device function. This report is filed on august 15, 2019.